Manufacturer narrative:
Product complaint # : (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, when it came time to undo cement reservoir and attach to hydrolic pump after mixing the cement for 45-50 seconds, the cement didn't stay in reservoir. The cement was already way too hard. Was prepared correctly and the wiper blade was fixed in correct position. There was no patient involvement. This complaint involves one (1) device.